Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 4 (indicating the sensor had a remaining life of 12 hours before ending). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" sensor error message with the adc device and was unable to obtain readings. As a result, the customer experienced blurry vision, sweating, felt tired, cold, sleepy, and a loss of consciousness. The customer was able to self-treat with chocolates and a sugar drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" sensor error message with the adc device and was unable to obtain readings. As a result, the customer experienced blurry vision, sweating, felt tired, cold, sleepy, and a loss of consciousness. The customer was able to self-treat with chocolates and a sugar drink. There was no report of death or permanent impairment associated with this event.